Event description:
Underwent right total knee arthroplasty using depuy -1-pfc sigman: femur, patella, and tibial insert; -2- lcs complete: tibia. Continuous pain, stiffness, swelling, and warm to the touch. Pain level is in the 7-10 range with 10 being the worst.